Event description:
Cardiologist was attempting to advance catheter through the right femoral vein up to the pulmonary artery using the inflated balloon on the distal tip of the catheter. Cardiologist having difficulty due to patient's anatomy. Cardiologist attempted to place a .025 j-wire through the lumen of the catheter and the wire would only advance partially. Cardiologist removed the catheter and attempted procedure with a new catheter and encountered the same problem. The cardiologist discontinued trying to advance the wire through the lumen and was now able to advance the catheter without it. Upon examination of the catheter, the straight,stiff end of the wire would advance through the lumen but not the j-tip end of the wire. The problem appears to be at the junction of the 3 catheter ports where the proximal and distal lumen hubs and the balloon tip hub are.